Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, both rear therapy pads (tes) were missing, the dn to rear te cable was missing, and the rear te interconnect cable was missing. The cause for the failure was isolated to the missing cables. The root cause for the missing cables could not be positively identified but was likely due to excessive force. No adverse event resulted from the defective electrode belt.